Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing and fill cannula more that once. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.